Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the atrial pacing lead was beyond the expected upper range. Analyst commented, atrial lead diagnostics shows open circuit paces/high impedance counts. Impedance began varying week of 2014-07-03 and had measurements greater than 9999 ohms. Atrial lead warning occurred on 2015-02-10 just following the diagnostic data being reset by user.

Event description:
It was reported that an atrial lead warning occurred, and a polarity switch was noted. The atrial lead exhibited high impedance, with a fracture. The atrial lead was capped, replaced, and remains in the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.(B)(4).